Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found a partial lead with the distal end measuring 52.0cm was returned for analysis. Externalized conductors due to external and internal insulation abrasions were noted at 7.0-9.3cm and 10.1-12.2cm from the distal end. Internal insulation abrasion was noted at 7.5-8.3cm from the distal end. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.